Event description:
It was reported that 20 bd ultra-fine¿ mini pen needle were missing the tear drop label. The following information was provided by the initial reporter: received voicemail from consumer stating he's finding pen needles in his new box missing the "the purple piece of paper on the back". Returned call. Consumer stated, in his last box, (lot unknown) he found 20 pen needles missing the "tear drop" label stated, he did not use them.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd ultra-fine¿ mini pen needle were missing the tear drop label. The following information was provided by the initial reporter: received voicemail from consumer stating he's finding pen needles in his new box missing the "the purple piece of paper on the back". Returned call. Consumer stated, in his last box, (lot unknown) he found 20 pen needles missing the "tear drop" label stated, he did not use them.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.